Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -13.89%, without claves, the accuracy reading was -11.86%, with the walkmed bag the accuracy reading was -6.28% , the mod test was -0.32% , and the bemch test accuracy reading was -2.6%. There was no patient involvement.